Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a device upgrade, and during device testing, it was discovered that the ra lead appeared to be sensing the rv. Under fluoro, the ra lead appeared dislodged. The physician decided to extract the ra lead and implant a new one ra lead. Patient¿s condition was stable.